Event description:
It was reported that a patient had a device implanted on 2014-(B)(6) and she had been trying to work with it. She could feel the stimulation sensation but wasn¿t getting any therapeutic effect. The patient thought she may need to make adjustments to her current settings to achieve therapeutic effect. She was having some trouble adjusting and it wasn¿t working. The implantable neurostimulator (ins) site was swollen and there were still bandages present. The patient¿s side where the ins was implanted was so swollen and sore that since implant, she couldn¿t lay on that side. The cause of the event was patient anxiety and it was not device related. A wound check was done on 2015-(B)(6) and the device was reprogrammed so all of the programs were working. There was (B)(6) percent or greater symptom reduction and the patient received education on how to operate the patient programmer. The event resolved without permanent impairment. It was later reported that the patient was still having concerns with her device or therapy but was working with her doctor or manufacturer representative. She had appointments from 2014-(B)(6) to 2015-(B)(6). The patient¿s incisions from implant never healed properly and now she had an infection. She was still leaking blood and pus out of a cut. She¿d been on four different antibiotics and was still not healing. The patient was infected for six weeks and couldn¿t put the ins on for the first month after implant. She never had therapeutic effect and had some success with the trial in (B)(6), but had no therapy benefit since actual implant. When she turned the device on, she felt it, and she was feeling it in the right places, but she still had no bladder function at all and couldn¿t go by herself at all. The patient¿s doctor had tried twelve different programs and none of them had worked. She tried a set of programs for two to three weeks and then they would reprogram again. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va0pzyc, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient was initially able to get therapeutic effect but the effect was lost after she developed a drainy sinus. Signs and symptoms of infection included redness, pain, and serosanguinous drainage with no growth or culture. The primary location of infection was the device pocket and lead track. Treatments included oral antibiotics and a total device system explant. The infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pzyc, implanted: 2014-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).